Event description:
It was reported that a ventilator failure occurred during use when clinician tries to use any mechanical ventilation mode. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the logfile analysis, an entry (v044) was found indicating that during the case in question, the membrane vacuum pressure, that is required to keep the ventilator diaphragm in place, was too low. It can be concluded that the fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. Possible root causes are a faulty pump or a leak in the upper rolling diaphragm. Both were replaced during on-site checking in follow-up to the event. However, as the parts were not available for investigation, it is therfore not possible to identify the exact root cause. Dräger finally concludes that the device behaved as specified and alarmed accordingly to alert the user; no patient consequences have been reported. After repair of the device, the device was tested and found to be according to manufacturer's specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that a ventilator failure occurred during use when clinician tries to use any mechanical ventilation mode. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.